Manufacturer narrative:
Per medical review - accurate determination of anterior segment dimensions is key to maintenance of adequate vault. The method of icl sizing for this patient was based on acd and wtw recommendations per dfu. The report provides no specific information on the degree of vaulting, or the cause of excessive vault. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Pt age and weight: unk. Event date: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was dried surgical residue on the lens surface. Conclusions: unable to confirm complaint, based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).